Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, tore during loading and there was no patient contact. The lens tore while being pulled through the cartridge. The backup lens was implanted and the problem was resolved.